Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected an out of range low shock impedance measurement on the right ventricular (rv) lead. There was no available information immediately available. A request for additional information has been sent.

Manufacturer narrative:
This investigation will be updated should further information be provided.